Manufacturer narrative:
The pump has been returned and evaluated by product analysis 12/19/2013 with the following findings: the keypad was found to be fully intact; no damage was observed. The complaint that the up arrow, down arrow and ok keypad buttons were unresponsive was not able to be duplicated; all keypad buttons responded appropriately. The keypad cover was removed and contamination was found under the contrast key contact. Unrelated to the complaint, evaluation revealed that the display was dim and discolored. Also unrelated to the complaint, evaluation revealed that the battery compartment was cracked extending from the threads to the finger pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that up arrow, down arrow and ok keypad buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 2 date of submission 01/27/2014 - correction:corrected data:product analysis has determined that there were no cracks observed in the pump casing or battery compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).